Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. Upon review of the episode, technical services (ts) noted that a total of 7 bursts of anti-tachycardia pacing (atp) were delivered, with the 7th burst accelerating the arrhythmia into the ventricular fibrillation (vf) zone. A single 41 j shock was delivered and successfully converted the arrhythmia. No additional adverse patient effects were reported. This device remains in service.